Manufacturer narrative:
G4: 28feb2020; b4: 04mar2020. The customer confirmed that the patient had to be transferred to another ventilator as a result of the event. No other medical intervention was required. The customer also confirmed that the ventilator successfully passed performance verification testing and the tidal volume was within specification without requiring any repair or service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24feb2020.

Event description:
The customer reported that the tidal volume was too high. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. Technical support advised the customer to complete performance verification testing to identify the cause of the reported problem. The customer reported that after testing, the tidal volume readings were within specification and the problem was not confirmed. No parts were replaced.